Event description:
The initial reporter stated they received false negative results for three patient samples tested with the eplex blood culture identification gram negative (bcid-gn) panel on a cobas eplex core unit. For the first sample, the eplex did not detect any targets, including klebsiella pneumoniae and ctx-m. A concurrent culture of the sample grew esbl klebsiella pneumoniae. For the second sample, the eplex detected escherichia coli. The concurrent culture grew micrococcus luteus. Raw data analysis confirmed that the pan gram positive target was not detected. The third sample was tested on (B)(6) 2025 and the eplex did not detect any targets. The concurrent culture grew acinetobacter baumannii complex. Raw data analysis confirmed that the acinetobacter baumannii complex target was not detected.

Manufacturer narrative:
The serial number of the cobas eplex core unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
An internal review of qc release data for the affected lot confirms that the consumable lot met the established qc release specifications. For the first sample, investigations have determined that it is likely the sample volume analyzed by the assay contained a lower concentration of the target than intended. If the target concentration is close to or below the assay¿s sensitivity, it may be difficult to accurately detect the target. For the second sample, micrococcus luteus is an off-panel organism and per product labeling, does not have predicted inclusivity at the pan-gp target. For the third sample, investigations have determined that it is likely the sample volume analyzed by the assay contained a lower concentration of the target than intended. If the target concentration is close to or below the assay¿s sensitivity, it may be difficult to accurately detect the target. The exact strain identified contains variations within the assay target sequences, which can compound limit of detection challenges. Investigations have determined the affected product is performing within expected standards. The released product is fit for intended use and meets all quality and performance requirements.